Event description:
Dexcom g4 cgm sensor did not make an audible alarm, so no one in my home (my teenage son was upstairs) knew my blood sugar had dropped to below 40 (sensor only reads to 40). Because no one knew. I was left alone for over 3 hours with a low blood sugar which required a call to 911 and an ambulance trip to the local emergency room. This was the second issue with the dexcom cgm. The first occurred on (B)(6) 2016 when, as my teenage son and I were driving from (B)(6), I had a low blood sugar while stopping overnight outside of (B)(6). The sensor made no auditory alert of low glucose and my son woke up to me having a blood sugar of 29 (he manually tested my blood sugar). While he tried to treat for 20 minutes, my blood sugar remained low and I was unresponsive hence, he has to call 911. This is frustrating as one of the primary reasons I have the sensor is so that if I am unresponsive, the people I live with (long term boyfriend and teenage son) can assist is addressing the issue. However, the product did not work to alert anyone of the low glucose issue. It sucks that my (B)(6) has had to call 911 twice. It is very stressful for a child. Note - dexcom has since replaced the sensor.